Event description:
I have developed 20+/- delayed onset nodules/granulomas in my face as a result of 3 injections of sculptra. I received injection of sculptra-aesthetic, a poly-l-lactic acid facial injection, as a pt of (B)(6) (med license (B)(6)), (B)(6) dermatology. I received injections on 3 consecutive visits: the dates of the injections were (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The injections were given to restore volume in my cheeks and jawline. I immediately developed 2 nodules at the location of the injection sites but was assured by dr (B)(6) this was normal. Dr (B)(6) continued to inject me with the device despite the original onset nodules. I am continuing to develop nodules as of this date approx 18 months from my first injection, 12 months from my last injection and have about 20 nodules on my face. I have gone to dr to inject the nodules with saline and cortisone (as recommended in various medical journals) and have had no relief. In addition to the nodules developing, I have simultaneously become severely allergic to my hair color. My drs have surmised that my body's reaction to the sculptra is causing an allergic response to other stimuli, I. E., hair color. I am now on daily allergy meds to try to quiet my immune systems response. I contacted galderma when the nodules developed and asked if they could refer me to a physician experienced with the product. I assumed galderma would know who they sell the most sculptra to and that person would be the most familiar with the product. Galderma would not guide me although they acknowledged that this 'problem' existed. They told me to (B)(6) providers in my area.' I did contact the MFR of the product (galderma) to ask if there was any remedy for the problem or if they could direct me to a dermatologist who had experience with delayed onset nodules and was not given any remedy or solution. I was told to '(B)(6)' providers or specialists in my area.